Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was turned on prior to being implanted which led to pause episodes being detected with oversensed artifact. The icm remains in use. No patient complications have been reported as a result of this event.